Manufacturer narrative:
An engineering investigation was performed on the returned astral device. The reported issue of the device not displaying the patient volume reading was not confirmed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident.

Event description:
Ref imp (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).